Event description:
It was reported that the needle eclipse 18x1-1/2 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no 305766 batch no. 9042967. In the cath lab today, I was about to give a drug to the sterile table through this needle when I noticed the green goop on the end. The needle came out of the package like this. We did not retain the package as it had already been thrown in the trash with multiple other 18 gauge needle packages and it would have been impossible to know which package it came from.

Manufacturer narrative:
Investigation: photo evaluation ¿ 1 photo was received for investigation ¿ observed green foreign matter on the body of the cannula. Sample evaluation ¿ 1 actual sample with no packaging was received for investigation ¿ the sample was subjected to visual inspection to check for foreign matter. ¿ one loose green foreign matter was observed on the body of the cannula ¿ the green foreign matter was sent for ftir test to determine the foreign matter type. ¿ the ftir results shows that the green foreign matter spectrum matches reasonably with that of polycarbonate ¿ material was collected from the green rack used in the assembly process to compare with the green foreign matter. ¿ the ftir results shows that the green rack material spectrum matches reasonably with that of polycarbonate ¿ both the green foreign matter and green rack material spectrum is similar the probable cause could be over time, the green rack is subjected to wear and tear. This could have caused the debris from the rack pin to be transported to the cannula during production. There is a 3 monthly preventive maintenance in place to remove the old rack and replace with the new rack. The assembled needle was produced in feb 2019 which is before the replacement of the new rack in mar 2019 DHR: ¿ there were no foreign matter on cannula rejects at the outgoing inspection. ¿ no quality notifications were raised for past 12 months on similar reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle eclipse 18 x 1-1/2 rb experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no 305766, batch no. 9042967. In the cath lab today, I was about to give a drug to the sterile table through this needle when I noticed the green goop on the end. The needle came out of the package like this. We did not retain the package as it had already been thrown in the trash with multiple other 18 gauge needle packages and it would have been impossible to know which package it came from.